Event description:
It was reported that the patient presented to the clinic with discomfort due to diaphragmatic stimulation. Upon interrogation, the left ventricle lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.